Manufacturer narrative:
H11-d4: (B)(4).

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery fault. The device was reported to be outside of sse at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they did not have the device in front of them, so they were unable to troubleshoot the issue with the rse. The customer requested the battery part information so that they could order a replacement, and the rse provided the part info. This investigation is ongoing.